Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating unspecified low scanned values while using the adc device. As a result, on (B)(6) 2022, the customer felt "apathetic" and experienced "visual disturbance" and difficulty walking. Hcp contact was made and a glucose test of 319 mg/dl was obtained on the hcp meter and the customer was provided an unspecified infusion for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.